Event description:
The below hot pack was found in milford. Ca self-tested before giving to the patient and reports it gets up to 176 degrees. It was extremely hot, and she felts her hands burning while holding it. It was too hot and she needed to let go. Too hot even wrapped with a towel. Manufacturer response for hot pack, (brand not provided) (per site reporter) just made a recommendation to use a different hot pack.